Event description:
It was reported that the system 2800's table could not move longitudinally. There was no patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The positioning of the table was re-calibrated and the system was tested and found to be working as intended and placed back into service.